Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose levels ranged from 586 to 900 mg/dl. The customer reported having a difficult time receiving supplies since moving to a new address. The customer was wearing the insulin pump at time of admission. The customer was treated with insulin IV drip. The customer was advised to call back if problems persisted and if there were any questions or concerns. The product was not returned for analysis.